Event description:
It was reported to boston scientific corporation that a genesys hta (hydrothermablation) procerva procedure set was used during a hta procedure on (B)(6) 2012. The patient age was reported to be over 18 years. According to the complainant, a dilation and curettage was performed prior to hta procedure to remove multiple polyps on a morbidly obese (weight unknown) patient. The hta procedure was completed and thought to be successful. An ultrasound was performed with no findings. Post procedure, the patient was admitted to the hospital for observation to painful cramping. The patient was administered toradol for pain control. The patient was released the following day after an abdomen exam and no further complaints of pain. The patient was prescribed ibuprofen and vicodin prn, if needed. Follow up information received from the physician on (B)(6) 2012 indicated the patient did not have any further complaints after being released from the hospital.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. Device available for evaluation: device disposed of. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.